Manufacturer narrative:
(B)(4). Concomitant medical products: 65640005422 60077934 ab hatcp cluster shell 54 mm; 00640502802 60115208 alumina insert 48_54 x 28 mm; 65-8026-13 60067006 femoral stem. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to implant fracture; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient underwent initial right total hip arthroplasty performed. While at home, the patient bent down and twisted for an object resulting in severe pain. Upon exam in the emergency department, the patient was diagnosed with a fracture of the ceramic femoral head. Subsequently, the patient was revised approximately 16 years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a3; b5 corrected: b3; d6; d7 a2: year of birth: 1948. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h4 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records and radiographs received. Review of the medical records identified the patient underwent a right total hip arthroplasty due to advanced coxarthosis. Zimmer biomet products were implanted without complications. The patient later underwent a revision procedure due to fractured femoral head. The patient had severe pain after bending down and twisting, and was presented to the emergency room. During the procedure, massive ossification and osteophytes were debrided from behind the cup. The ceramic head was fractured. No other findings/ complications were noted. Review of the radiographs identified the fracture and displacement of the right hip arthroplasty femoral head. No further evaluation could be performed with the provided images. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.